Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
Dealer is alleging that the care giver was pushing the end user up a ramp when the right side axle pin fell out of the caster housing. This caused the caster to move sideways bending the caster fork. No injury to the end user.